Event description:
(B)(4). Since the placement of pressure I have had migraines, memory loss, brain fog, back pain, sharp pains on one or both sides, loss of period, cold fingers and toes, insomnia, joint pain , weight gain.

Event description:
(B)(4). Other symptoms of the pressure that I also have suffered are teeth and gum problems, nausea, anxiety, bloating, depression, chest pain, extreme mood swings, hot flashes, extreme fatigue, rashes and muscle weakness also.